Event description:
It was reported that the device was not recognizing the syringe. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage observed during visual inspection. There were no errors found in the event log. Syringe test was performed, and syringe sizes were verified on slugs. The technician was not able to duplicate the customer reported problem, all the reading of sizes were within the required specifications. The root cause could not be determined as the reported issue and complaint were not confirmed at the time of evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).